Event description:
It was reported that while washing dishes, the patient experienced numbness in the hand and approximately two minutes later, received therapy. It was further reported that physician review of the episode determined therapy was due to electrical interference. Further investigation by the facility revealed stray voltage from external equipment was present at the time of the occurrence. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.